Manufacturer narrative:
This is our combined initial and final report for this incident.

Event description:
The customer complained that a control yielded a false negative reaction with cell 6 of biotestcell - i11. The customer used a monoclonal anti-fy(b) as a positive control for biotestcell - i11. The supposedly defective product was returned but not the monoclonal anti-fy(b) control. Therefore the customer's complaint sample was tested in parallel to the retained sample with an anti-fy(b). The fy(b) positive cell 6 reacted always correctly positive. The customer's results and the retained sample were absolutely comparable. A titration of the anti-fy(b) reagent and testing confirmed the normal expression of the fy(b) antigen of the allegedly defective cell 6 of biotestcell-i11. Testing of our quality control laboratory confirmed the correct function of the allegedly defective biotestcell - i11 lot. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.